Manufacturer narrative:
No related complaint received with return of device. Analysis found the distal segment of the lead was returned for analysis. An insulation abrasion breaching re cables lumen was noted at 8.6 cm to 15.1 cm and 26.5 cm to 27.6 cm from the distal tip. An insulation abrasion breaching rv cables lumen due to friction to another device or feature of the heart was noted at 30.8 cm to 31.1 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction: other remedial action should have been z-0457 rather than blank.